Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, an (B)(6) male patient's nurse contacted zoll to report that the lifevest was irritating the patient's skin and causing it to bleed. The patient was on blood thinners. The patient also reported a sore underneath the left armpit. A zoll representative visited the patient and reported that the patient was released from the device. The zoll representative confirmed that this was not due to the irritation, but because the patient no longer needed the device. There was no additional follow-up on the condition of the area.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.